Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve implanted in the pulmonary position about 30-32 years ago required valve in valve information due to pulmonary stenosis. The patient was implanted with a 9600tfx within the existing valve. The patient presented with pulmonary stenosis a few months prior and had a bpv done. There were no reported complications.